Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient's weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced spontaneous shutdown of stimulation with their scs ipg. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.